Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Complaint to part 803.22, depuy orthopaedics is providing the following information, as depuy orthopaedics did not manufacture, or import, the following device(s): manufacturer: (B)(4) femoral head. Event: this was used in conjunction with depuy product in this patient.

Event description:
Clinical report states that the patient has experienced recurring dislocations. Update received (B)(6) 2015. An additional clinical report was received. Complaint was updated on (B)(6) 2015. Update received (B)(6) 2016. Clinical report states that patient has been revised to address recurring dislocations.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 03/04/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records the patient was experiencing recurrent instability. It was noted on (B)(6) 2011 the liner was cemented into the cup using depuy cement. Upon revision there was some cement debris from the superior lip of the cemented that had chipped off around his liner, probably from the dislocation and relocation attempts. At this time depuy cement is being added to the complaint and reported.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.